Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about getting pump error 4 alarms. Customer's blood glucose level was unknown. Customer was assisted with troubleshooting, self test passed but customer had the error again. Customer also reported about the blank display which returned. Customer declined troubleshooting for high blood glucose. The pump will not be returned for analysis.